Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the instrument was received missing the spring and ball components. Features related to this complaint could not be verified during this evaluation because the ball was not returned for evaluation and the slider body hole is damaged (swaged). Therefore, it is concluded that this complaint is indeterminate from a manufacturing perspective.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a tfn of a right hip, the small ball that keeps the locking bolt measuring device inside its sleeve fell out. It still functioned adequately for the procedure. Instrument is available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.